Manufacturer narrative:
H10: the lot number for the device was not provided and a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation, however, medical records were provided for review. The investigating is confirmed for filter limb detachment; however, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration and detachment of device or device component. The malfunction involved a patient with no known impact to the patient. This information was received from one source. The 44 years old female patient weighs 250 lbs.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter migration and detachment, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali vena cava filter allegedly detached and migrated. The filter limb remains in the renal vein. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.